Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. Customer's blood glucose (bg) level was impacted (271 mg/dl) and was treated with a manual insulin injection. The bg returned to target level.